Event description:
On 08/15/2016, the reporter contacted lifescan USA, alleging illegible info - vial. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.